Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing no phacoemulsification output during a procedure. The nurse indicated the handpiece was hot. The case was completed after replacing the handpiece. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on january 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).